Event description:
It was reported that during implantation of the new prosthesis, a distal femoral fracture occurred, and the canal was stabilized before proceeding. The patient sustained an intra-operative distal femoral fracture that was treated with cable fixation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. This is an initial/final report. G2: foreign - event occurred in china. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a patient with intertrochanteric fractures of the hip exhibited loosening of the fracture fixation hardware (antegrade nail and screws). During revision to total hip arthroplasty, a fracture of the femoral shaft is observed at and near the distal femoral stem. The post-op x-ray shows the presence of an arcos modular femoral revision system with a single cable encircling the femoral shaft at the level of the mid-distal femoral stem. An identified risk factor for implant loosening and periprosthetic fracture is generalized reduced bone mineral density. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.